Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. No blank display noted. Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump did not turn on after the battery was inserted. The blood glucose reading was not provided, although the caller stated that the blood glucose levels were normal and did not require any medical treatment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.